Event description:
A report was received that the pt is experiencing occasional muscle spasms in her back primarily when the device is on and the muscle spasms would go away when the device is turned off. The physician is treating the pt with muscle relaxers and advised that there would be no course of action other than the medicated treatment at this time.